Event description:
It was reported that the patient experienced episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf). Under-sensing of these episodes was noted on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.